Event description:
It was reported, while utilizing a nerve monitoring system the "nim is working intermittently (checked out fine when I hooked up)." There is no allegation of patient injury or medical intervention.

Manufacturer narrative:
No event date was reported. (B)(4). The device was returned to the manufacturer for evaluation. The unit was evaluated by the engineering group and found no functional issues. Per service and repair, the unit was repaired. During the repair, it was found that the cpu battery voltage was low. The battery is used to recall the required bios settings during the mainframe's boot-up sequence. Because the specific type of "intermittent" functionality seen by the customer has not been reported at this time, it cannot be confirmed if the low battery could be a cause for the complaint; however, no other functional issues were identified with the unit during the repair, and the unit booted up normally during the engineering evaluation before the repair occurred. The device unit was repaired and tested and passed all manufacturing specifications. The investigation is inconclusive as the device failure could not be confirmed. This device was being used for treatment purposes. Device description: the nim-response 2.0 is a four-channel emg monitor for intraoperative use during surgeries in which a motor nerve is at risk due to unintentional manipulation. The nim-response 2.0 records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. This device is intended for use in surgical procedures for patient-connected intraoperative nerve monitoring, i.e. Assisting the surgeon in locating and mapping motor nerves through the use of electromyographic (emg) signals and electrical stimulus of nerves. This device is indicated for locating and identifying cranial and peripheral motor nerves during surgery. The indications for use states: the nim-response 2.0 does not prevent the surgical severing of nerves. If monitoring is compromised, the surgical practitioner must rely on alternate methods, or surgical skills, experience, and anatomical knowledge to prevent damage to nerves.